Manufacturer narrative:
Delayed inflammatory reactions that may manifest as oedema, pain and nodules weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. Additionally, this teoxane product is not indicated for the gummy smile treatment. Therefore, this constitutes an off-label use for which the safety and performance of the product cannot be guaranteed. This is default text configured for block h10.

Event description:
Inflammation in the left hemiface [dermal filler reaction] ([nodule], [skin oedema], [pain]) gummy smile treatment with rha 4 [off label use]. Case narrative: on 29-aug-2025, the spanish subsidiary notified teoxane geneva of an adverse event. A patient was injected on (B)(6) 2024 with 1,2 ml of ultra deep in the cheeks using the bolus technique ((B)(4)). On (B)(6) 2025 with 1,0 ml of rha 4 from the oral commissures to the pyriform fossa and the upper lip (gummy smile) using the fanning injection technique (current complaint). Approximately 6,5 months after the last injection, on (B)(6) 2025, the patient experienced a mild malar edema with inflammation in the left midface. Two days later (on (B)(6) 2025), the symptoms worsened and the patient experienced a severe inflammation and pain in the malar area, the midface and the upper lip. Due to the severity of the symptoms, this case was considered reportable. The patient received the following treatments: antibiotics (ciprofloxacin 500 mg, for 10 days and augmentin 800 mg, for 7 days), corticoids (deflazacort). The local medical expert was contacted and advised to check the oedema and inflammation. If nodule appear, he recommended to prescribe the late nodulation protocol: antibiotics (moxifloxacin 500mg/12 hours + clarithromycin 400mg/12 hours for 21 days). Corticoids (deflazacort 0.5mg/kg weight/day for 5 days, 1mg/kg/day for11 days and 0.5mg/kg weight/day for 5 days). Gastric protector (omeprazole or pantoprazole). Probiotics: 20-30 billion cfu/day for 30 days. Check on the 5th day, hyaluronidase (previous allergy test), inject into nodules between 30-120 iu per nodule (depending on size). On (B)(6) 2025, we were informed that some nodules appeared in all the injected areas. The patient was receiving hyaluronidase injections for one month and the symptoms were evolving favorably but very slowly. Despite several reminders, no further information could be retrieved. The complaint was considered closed. Case comments: alawami, a. And tannous, z., 2020. Late onset hypersensitivity reaction to hyaluronic acid dermal fillers manifesting as cutaneous and visceral angioedema.journal of cosmetic dermatology, 20(5), pp.1483-1485. Chiang, y.z., pierone, g. And al-niaimi, f. (2016) ¿dermal fillers: pathophysiology, prevention and treatment of complications¿, journal of the european academy of dermatology and venereology, 31(3), pp. 405¿413. Chung, k., convery, c., ejikeme, I. And ghanem, a., 2019. A systematic review of the literature of delayed inflammatory reactions after hyaluronic acid filler injection to estimate the incidence of delayed type hypersensitivity reaction.aesthetic surgery journal, 40(5), pp.np286-np300. Cormac convery, emma davies, gillian murray, lee walker, 2021 "delayed-onset nodules (dons) and considering their treatment following use of hyaluronic acid (ha) fillers". J clin aesthet dermatol. 14(7): e59¿e67. Decates, t., kadouch, j., velthuis, p. And rustemeyer, t., 2021. Immediate nor delayed type hypersensitivity plays a role in late inflammatory reactions after hyaluronic acid filler injections.clinical, cosmetic and investigational dermatology, volume 14, pp.581-589. Funt, d., 2022. Treatment of delayed-onset inflammatory reactions to hyaluronic acid filler: an algorithmic approach.plastic and reconstructive surgery - global open, 10(6), p.e4362. Ibrahim, o., overman, j., arndt, k. And dover, j., 2018. Filler nodules: inflammatory or infectious? A review of biofilms and their implications on clinical practice.dermatologic surgery, 44(1), pp.53-60. Kokoska, r., lima, a. And kingsley, m., 2022.review of delayed reactions to 15 hyaluronic acid fillers. López pérez, v., 2022. Covid-19 and dermal fillers: should we really be concerned? Actas dermo-sifiliográficas, 113(9), pp. T888-t894. Marusza, w., olszanski, r., sierdzinski, j., ostrowski, t., szyller, k., mlynarczyk, g. And netsvyetayeva, I., 2019. Treatment of late bacterial infections resulting from soft-tissue filler injections.infection and drug resistance, volume 12, pp.469-480. Marwa, k., & kondamudi, n. P, 2022. Type IV hypersensitivity reaction. Statpearls. Statpearls publishing. Mikkilineni, r., wipf, a., farah, r. And sadick, n., 2020. New classification schemata of hypersensitivity adverse effects after hyaluronic acid injections: pathophysiology, treatment algorithm, and prevention.dermatologic surgery, 46(11), pp.1404-1409. Modarressi, a., nizet, c. And lombardi, t., 2020. Granulomas and nongranulomatous nodules after filler injection: different complications require different treatments.journal of plastic, reconstructive & aesthetic surgery, 73(11), pp.2010-2015. Moran, m., nieto-lopez, f. And rueda-carrasco, j., 2022. Lipoteichoic acid and molecular weight of hyaluronic acid could explain the late inflammatory response trigger by hyaluronic acid fillers.journal of cosmetic dermatology. Snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Trinh, l.n., mcguigan, k.c. And gupta, a. (2022) ¿delayed granulomas as a complication secondary to lip augmentation with dermal fillers: a systematic review¿, the surgery journal, 08(01). Turkmani, m., de boulle, k. And philipp-dormston, w., 2019. Delayed hypersensitivity reaction to hyaluronic acid dermal filler following influenza-like illness.clinical, cosmetic and investigational dermatology, volume 12, pp.277-283.